Event description:
Further follow-up revealed that the patient was seen and the device was able to be interrogated following the programming system software upgrade. Product information was obtained.

Event description:
The software information was obtained. The model 105 generator and the programming software version 7.0 are not compatible and are not expected to be able communicate; therefore, no device failure occurred. The suspect device will change to the software.

Event description:
It was reported that the physician was unable to communicate with the patient's new generator. It was reported that the physician's programming software had not been upgraded. The software was upgraded and the patient was scheduled to be seen again. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The suspect device has been changed based on new information received.